Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that back of the insulin pump behind piston where the drive support cap was broken off the pump. The customer's blood glucose level was 336 mg/dl at the time of incident. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device had missing address or serial number label and cracked/detached end cap. Drive support disk was inspected and no anomaly was noted.